Event description:
It was reported that during an unspecified procedure, deployment difficulties occurred. The de novo lesion was located in the mildly calcified and mildly tortuous right internal carotid artery. The lesion was reported to be approx 2cm and the degree of stenosis is unk. The lesion was pre-dilated with an ultra soft small vessel 4mmx2cm balloon to 6atms for 2 seconds. The carotid wallstent monorail 8.0mm x36mm stent delivery system was advanced to the lesion, but the position was incorrect. The physician withdrew the stent delivery system and attempted to reposition but the stent failed to deploy. Upon removing the stent from the pt, the stent deployed outside of the pt. The procedure was successfully completed another of the same device. There was no pt complication or injury. The pt's status is reported as "good".